Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Due to limitation of text characters added here: establishment name: (B)(6) hospital.

Event description:
It was reported that the instrument channel (camp channel) tube of gastrointestinal videoscope was clogged. The issue occurred during preparation of the subject device before use for an unspecified procedure. The intended procedure was completed with the replacement device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The foreign material could possibly be a cotton swab. There were no deviations from the instructions for use in the reprocessing steps for the location where the foreign material remained. Additionally, there was no physical damage on the location where the foreign material remained. The event can be detected and prevented by following the instructions for use which state: detection method is described in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Preventive measures are described in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedure. Olympus will continue to monitor field performance for this device.